Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that submitted log files also loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of the mpu suddenly losing power. The system controller did switch appropriately to the emergency backup battery when external power was lost. These events appeared to have resolved once external power was completely restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that it was unknown if the mpu has a v-lock connector on the ac power cord. It was also said that is was unknown if the ac power cord came loose at the wall outlet or from the back of the unit or if there was any environmental circumstances that could have affect ac power during the loss of external power events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6) 2025 from 23:20:19-23:20:22 and (B)(6) 2025 from 08:58:33-08:58:40, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the relative state of charge (rsoc) voltage on both power cables dropping below the alarm threshold to as low as 0v. The alarms resolved when the rsoc voltages returned to the expected range. The backup battery supported the system without issue during these events. These series of events are consistent with a loss of power to the system. The no external power events did not impact the controller's ability to support the pump. Multiple attempts were made to obtain additional information regarding the serial number of the heartmate mobile power unit (mpu), if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged, and if the mpu would return; however, no additional information was provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard, power cable disconnect and no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mpu to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power events was confirmed via the submitted log files. On (B)(6) 2025, the log file captured low voltage hazard, power cable disconnect, and no external power alarms due to the relative state of charge (rsoc) voltage on both power cables dropping below the alarm threshold. The alarms resolved when the rsoc voltages returned to the expected range. The backup battery supported the system without issue during these events. These series of events are consistent with a loss of power to the system. The provided information indicated it is unknown if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.